Event description:
Description according to claimants attorney: it is alleged that "plaintiff had recurrent deep venous thrombosis in her leg. Thus, it was determined that an ivc filter would be implanted. On (B)(6) 2010, the cook celect filter was inserted into plaintiff. There were no complications at that time." It is alleged that: "on or about (B)(6) 2012, plaintiff presented to the hospital to have the cook celect filter removed. Unfortunately, it was unable to be removed." It is further alleged that "upon closer examination, it was discovered that several struts of the filter had perforated plaintiffs vena cava." "The cook celect filter current remains inside of plaintiff."

Manufacturer narrative:
Unk as information was not provided by reporter but referred to as cook celect filter. Lot number: unk as information was not provided by reporter. Catalog number: unk as information was not provided by reporter but referred to as cook celect filter. Unk as information was not provided by reporter. Rpn and lot number were not provided, therefore, the investigation of device history record has not been possible. However, nothing indicates that the device was not manufactured according to specifications. As no device, imaging studies or hospital or medical records have been provided our investigation has been limited to the allegations in the litigation. Consequently, based on very limited information it is difficult to confirm and/or comment on the alleged filter perforation and the unsuccessful filter removal. The exact root cause for the alleged filter perforation and unsuccessful filter removal cannot be determined based on the limited information provided. The instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Monitoring of similar reports will continue.